Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause is traced to the user.

Event description:
Additional information found the patients ipg was explanted to resolve the issue.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a rash, burning and tenderness near the ipg site, but that it does not appear to be infected. The physician believes that the patient is rejecting the system. The patient had a bumpy rash that extended to their stomach. Surgical intervention may take place at a later date to resolve the issue.